Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 dc/dc module. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The product was returned to sorin group (B)(4) for eval. The reported issue was confirmed. The cause for the problem was a defective dc/dc converter. The converter was replaced and the repaired device was returned to the customer. No further action is deemed necessary.

Event description:
Sorin group (B)(4) rec'd a report that the s3 control panel would not work. There was no report of pt injury.